Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. There was no reported injury to the patient.

Manufacturer narrative:
Additional information. Evaluation method codes analysis of production records; 3331. Reference complaint #(B)(4).

Manufacturer narrative:
Additional information: section d - lot # from: unknown, to: 3000088929. Section d - serial # from: unknown, to: (B)(6). Section d - exp. Date from: [blank], to: 01/24/2022. Section h - manufacture date from: [blank], to: 01/24/2019. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. One kink was located on the catheter tubing approximately 75.9cm from the iab tip. The optical fiber was found to be broken at the kinked location. The optical fiber was found to be broken, confirming the reported alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure alarm. There was no reported injury to the patient.